Event description:
Discordant advia centaur cp troponin ultra results were obtained on two patient samples. The results were reported to the physician(s). The samples were retested and the correct results were reported to the physician(s). There was no known patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a malfunction with the aspirate probe 3 and alignment of the tower arms. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp troponin ultra results were obtained on two patient samples. The results were reported to the physician(s). The samples were retested and the correct results were reported to the physician(s). There was no known patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a malfunction with the aspirate probe 3 and alignment of the tower arms. The system was repaired. The instrument is performing within specifications. No further evaluation of the device is required.